Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the mid lad was planned to be stented. A whisper guide wire was started and the lesion was predilated with a 2 x 15 balloon. A 2.75 x 28 xience was used to stent the lesion; however, there was a dissection at the distal end of the stent. Another xience (2.75 x 15) was used to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. There was no report of any device malfunction at the time of implant. Dissection can be influenced by several factors, including lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention." A conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined.